Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the opto buttons and screws. The system was verified and ready for use.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report surgeon console right manipulator did not work. It was dual console system. Tse via the current live logs on artemis could view error #2303. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using single console.